Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Submitted with all relevant information.

Event description:
It was reported that the 3.5 x 15 mm nc trek balloon catheter was found to be kinked distally after the balloon segment. There was no resistance felt during removal of the protective sheath from the balloon during preparation. Attempts were made to insert a guide wire into the balloon catheter lumen; however, the attempts were unsuccessful due to the kink. Another device was successfully used. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Returned device analysis revealed a separated inner member. The outer member was intact.

Manufacturer narrative:
Internal file number - (B)(4). The date of event on the initial medwatch report was an estimation. Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.